Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 12/1/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested; the following was obtained: were the needle pieces retrieved during the same procedure? Yes. What measures were taken to retrieve the broken pieces? Unknown. Was there any additional tissue damage as a result of searching for the needle pieces? No. Please confirm, how many devices demonstrated the alleged deficiency? 1. Please provide the lot number. Ulbbmcz0. Please provide the product return status. Pick up took place at (B)(6). Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the needle broke broken while surgery. Parts were found and removed. There were no patient consequences reported. Additional information was requested.